Manufacturer narrative:
This report was prepared by rep. We are waiting for the return of the complaint device to complete our investigation. No further information is available at this time. The returned device will be evaluated when received

Event description:
A hospital in another country, reported that while an rt236 was in use, the mr850 that it was connected to sounded a temperature alarm. No patient consequence was reported.